Manufacturer narrative:
The customer reported problem was unconfirmed. Visual inspection the service technician noted that they replaced keypad. The proximate cause of the reported issue had no fault found. A review of the device history record for sn (B)(4) was performed from 11/05/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the top right button intermittently does not work.